Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte day aligners, patient reported that their aligners have sharp edges and are cutting their tongue and making it raw. This is causing a lot of discomfort. Advised the use of dental was and warm water soak. Patient to give update on if the issue worsens.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.